Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began on (B)(6) 2016 and was unable to provide a time. The patient stated that he obtained an alleged inaccurate high blood glucose result of 149mg/dl on the subject meter compared to 100mg/dl on another meter (emergency medical service ((ems)) meter), performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages his diabetes with oral medication, diet and exercise and denied making any change to his usual diabetes management routine as a result of the alleged product issue. The patient reported that over half an hour after obtaining the alleged high reading he developed the symptoms of ¿hypoglycemia, sweating, cold and feeling faint¿. The patient denied that he received any treatment and obtained a blood glucose result of 100mg/dl from the ems device only. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and the results were taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.